Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operation room for a lead replacement procedure. During the pre-operation check, the lead exhibited high, out of range high voltage lead impedance, and the patient had two aborted shocks. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 9.0-9.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of no hv output.